Manufacturer narrative:
Patient weight not available from the site. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the image acquisition system (ias) beeping, would not allow x-rays. They checked the logs, and found that there were generator power and starter errors. They replaced the dual speed starter board, ps1 power supply and pcba supply board. They adjusted the output voltages, rehome motion control, perform fluoro and rad gain calibrations. The system was tested and was performing as intended. (B)(4). The starter board, power supply and pcba board were returned to the manufacture for evaluation and are under analysis at this time. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was around the patient when it was noted that the image acquisition system (ias) started to beep continuously. It is unknown if the beeping had stopped, and if they were able to get the system out from the patient. No further information was received. No impact on patient outcome. Additional information was received stating that the site was able to get the system out from around the patient. And they were not able to take their final spin during the case.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: kit svc o2 bi71000450 power supply psi, serial/lot :(B)(6) h3, h6: product analysis of the power supply confirmed the reported complaint. The ps1 power supply was tested by using a cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. The bench test failed because the power supply's output voltage drifted from 5.100vdc to 5.219vdc. The cause was determined to be a defective pcba. Fdm10, fdr120, fdc4307 are applicable to the product analysis. Fdm10, fdr114, fdc4307 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.